Event description:
It was reported that a user and caretaker contacted support about hyperglycemia and unusually high insulin usage, describing consumption of approximately 300 units of insulin within 24 hours and multiple infusion set changes without observed leakage, while the user reported missed meals and missed insulin leading to elevated blood glucose. Symptoms included elevated blood glucose up to 307 mg/dl for more than 6 hours without ketone testing, medical intervention, or use of backup therapy, and no immediate health effects were reported. Outcomes included temporary limitation of self-care that required caretaker assistance. Investigation included troubleshooting and education with the user and caretaker. Investigation of this case revealed no evidence of device leakage or malfunction based on user reports and that the event was associated with user-reported missed insulin doses and missed meals, with cause of hyperglycemia remaining unclear. It was concluded that no device failure was confirmed and that the event was not reportable as a serious injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.